Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the ipg was end of life and unknown if this occurred prematurely. As such surgical intervention was undertaken wherein the ipg was explanted and replaced, thereby restoring effective therapy.